Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open hemicolectomy (right colon ascendens/transversostomy), on cutting the colon, the black pusher thumb piece of the instrument could be moved but it was not possible to fire. The surgeon changed the device into a new one to complete the case. There was no patient injury.